Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h6, h11 correction: a2 - dob null, b5, d4 - unique device identifier (UDI) #1, h5 the device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image cutting out due to faulty charged coupled device (ccd). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during sedation (device outside patient) of a cysto diagnostic procedure that was completed with the same set of equipment.

Event description:
It was reported that the camera head keeps cutting out image. The issue occurred during sedation. There was no patient harm reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.